Event description:
It was reported via a trial that on (B)(6) 2006, the pt underwent stenting in the predilated first obtuse marginal with two xience v stents. On (B)(6) 2010, the pt experienced angina, shortness of breath, had a positive functional stress test, and was hospitalized for ischemia. The pt underwent revascularization for in-stent restenosis on (B)(6) 2010, with additional stenting using a non-abbott stent and the pt's condition resolved. The pt was discharged on (B)(6) 2010. There was no adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of angina, ischemia and restenosis are listed in the product instruction for use as potential adverse effects which may be associated with the use of a coronary stent in native coronary arteries. Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The first 2.5 x 18 mm xience v (part 1009551-18, lot 60617p3), indicated is being filed under a separate MFR#.